Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to confirm the issue. The fse replaced the safety disk. The safety disk leak test passed. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer. The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc received a safety disk with a reported leak test failure. The technician performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. The technician installed the safety disk into cardiosave test fixture for testing of the reported problem. Performed and tested the safety disk in accordance with procedure and the cardiosave service manual in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit leak test failed. The nrc is unable to replicate the failure experienced by the customer. Retaining the safety disk in the nrc per procedure. If further investigation is not required, the safety disk shall be scrapped.